Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and a crack was found in the right back mounting bracket. No other defects were observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed a red wrench alarm when plugging in the diagnostic probes and did not pass the test. While the original complaint of the unit being unable to power on cannot be confirmed, functional testing has revealed the unit is faulty and has a red wrench failure. The unit was opened, and the power supply board was replaced with a known good lab inventory board, resulting in no change. The thermal fuse and thermal switch were visually inspected for signs of damage, with no significant findings. The thermal fuse resistance was measured to be 0.1 ohms which is within normal operating range. The thermal switch resistance measured 0l, indicating a lack of connection and interruption in current flow. Testing confirms the unit had a faulty thermal switch. The original complaint of the unit being unable to power on has not been confirmed, however the unit was found to have a red wrench failure. The investigation revealed a defective thermal switch. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The unit was manufactured in 2012 and was designed for a minimum of 5 years. The root cause for the failure is normal wear. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Customer reports unit "not powering on" prior to patient use. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports unit "not powering on" prior to patient use. No patient involvement reported.